Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device did not have the appropriate level of battery voltage to provide therapy. The device was explanted and replaced, and effective therapy was restored in post op.